Event description:
Our attending was performing a laparoscopic cholecystectomy. He asked for a hemoclip. A weck hemolok auto endo5 automatic hemolok applier was delivered to the sterile field. Before passing the instrument to surgeon, the tech checked the instrument by firing the device. The tip of the clip applier broke and fell on to the floor. The circulator searched the floor and found the broken piece. All the parts were present.